Event description:
Same case as MFR#: 2134265-2009-03360. It was reported that during a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. A 2.75x20mm taxus express2 stent was implanted in the right coronary artery. An unspecified time later in-stent restenosis was identified. Two inflations to 6 atms were made inside the stent, with a flextome cutting balloon. The cutting balloon burst on the third inflation, while inflating from 6 to 8 atms, causing a dissection that ran the length of the rca. The balloon was able to be removed intact. Two inflations with a 2.5x30mm apex balloon were made, inflating to 6 atms for 16-23 seconds. The physician deployed a 3.0x28mm a promus stent, inflated three times to 12-16 atms for 7-45 seconds. A 2.75x28mm promus stent was deployed, inflated twice to 15-208atms for 23-25 seconds. Two inflations were made with a 3.0x30mm inflated to 18atms for 12-16 seconds. A 3.0x18mm promus stent was deployed, inflated twice to 18-20 atms for 15-20 seconds. Pt status reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.